Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the patient's blood glucose was 45 mg/dl this morning. The patient treated via breakfast. The reservoir was not returned for analysis.